Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the site also changed the controller because the battery exchange did not solve the issue of the controller having power switching issues.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The controller (B)(6) and six (6) batteries (B)(6) were returned for analysis. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports and the serial port. Supplemental testing was performed, and the test results revealed contamination on the pins and that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion; no damage was observed with the controller receptacles' springs and troughs. Failure analysis of the batteries revealed that the returned devices passed visual inspection and functional testing. Internal visual inspection of the controller and batteries did not reveal any anomalies. Log file analysis revealed that the controller in use during the reported event (B)(6) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several instances of premature power switching events that were due to momentary disconnections involving (B)(6). Additionally, log files did not reveal any anomalies involving (B)(6) within the analyzed period. Review of the event log file revealed three (3) controller power up events with associated pump start events were logged on 02/mar/2025 at 17:34:05, 18/mar/2025 at 09:32:12, and 22/mar/2025 at 23:30:13, indicating losses of power to the controller. The controller was without power for eight (8) seconds, eight (8) seconds, and ten (10) seconds, respectively. No anomalies were recorded leading up to the losses of power. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2025 at 13:08:54, indicating a physical disconnection of the driveline, likely during the reported controller exchange. Log file analysis also revealed motor start events recorded on 30/jan/2025 at 23:31:49 and 02/mar/2025 at 17:34:10 in which motor start parameters were atypical. As a result, the reported atypical motor start parameters, losses of power and power switching events associated with (B)(6) were confirmed. The reported power switching events involving (B)(6) could not be confirmed. The associated batteries were lubricated prior to release. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the reported power switching event can be attributed to momentary disconnections due to fretting corrosion of the controller-p ort/power-source pins, and/or contamination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6) and associated batteries fall in scope of this CAPA. The most likely root cause of the observed contamination events involving (B)(6) can be attributed to the handling of the device. The most likely root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. A possible cause of the reported event involving (B)(6) could not be determined because the returned devices tested within specification and the issue could not be duplicated. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: controller d4: (B)(6) d9: yes, return date: 03-april-2025 h3: yes d1: battery d4: (B)(6) d9: yes, return date: 03-april-2025 h3: yes d1: battery d4: (B)(6) d9: yes, return date: 03-april-2025 h3: yes d1: battery d4: (B)(6) d9: yes, return date: 03-april-2025 h3: yes d1: battery d4: (B)(6) d9: yes, return date: 03-april-2025 h3: yes d1: battery d4: (B)(6) d9: yes, return date: 03-april-2025 h3: yes d1: battery d4: (B)(6) d9: yes, return date: 03-april-2025 h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of cardiomyopathy experienced power switching issues with the controller. The patient reported power switching for several days and one instance of power loss to the controller while connected to two batteries. Review of log files data also revealed that the ventricular assist device (vad) exhibited two motor start events with starting parameters outside of the typical range. The patient was admitted for observation, and all batteries were exchanged at the hospital. No additional power switching events were reported after the batteries were exchanged. The site was unsure about the circumstances surrounding the motor start events as the patient did not report the events. The patient was discharged from the hospital, and was issued an alternative software controller to take home due to the motor start events. The vad and primary controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system - controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-apr-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 12-apr-2023 h5: no d1: heartware ventricular assist system - battery d4: model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 27-sep-2023 h5: no d1: heartware ventricular assist system - battery d4: model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 28-sep-2023 h5: no d1: heartware ventricular assist system - battery d4: model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 27-sep-2023 h5: no d1: heartware ventricular assist system - battery d4: model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 27-sep-2023 h5: no d1: heartware ventricular assist system - battery d4: model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 27-sep-2023 h5: no d1: heartware ventricular assist system - battery d4: model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 28-sep-2023 h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.